Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had farfield sensing of the ventricular sensed beats on the atrial channel which was resulting in inappropriate mode switch episodes. The blanking was increased to 85 ms, but did not resolve the issue. It was also reported the intrinsic sensing of the p-waves had decreased from 6 mv to less than 1 mv, however the atrial threshold was still appropriate. A chest x-ray was taken and confirmed the lead dislodged. A revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.